Manufacturer narrative:
During inspection and testing, there was no image from the device. A review of the device history record found no deviations that could have caused or contributed to there being no image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely there was no image due to a printed circuit board failure. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device had image issues. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was no image from the device. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.